Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. The device was visually inspected and did not present any physical damage. Functional testing was performed and a power on self-test presented the f-94 alarm. The cause of the alarm was determined to be due to a defective battery. To correct the condition, the battery was replaced and the configuration was reset. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During on-site service by a baxter service technician an f-94 alarm was noticed. This was not reported by the customer. There was no patient involvement. No additional information is available.